Event description:
The customer called to report alarms with the infusion pump. The customer then stated, he was hospitalized for high blood glucose. The customer did not provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.